Event description:
It was reported that no disposable alarm on cadd legacy pump while using 100 ml cassette with flow stop. She does not have another working pump, so will change cassettes. Another 100 ml cassette filled and put on pump which is on and running without alarm. Patient reports that she does not feel well today, experiencing nausea and diarrhea along with the anxiety of pump that is not working properly. Patient has not had veletri infusing for approximately 30 minutes while troubleshooting alarm. No further details provided.